Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that the customer received a continuous glucose monitor error 42 and a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported. Customer's blood glucose was 270 mg/dl.